Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements and loss of capture. An x-ray was performed and a fracture was visible on the x-ray. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the lead severed proximal segment only returned 302 mm from the terminal pin. There was dried blood/body fluid found through the lead lumen. The insulation was puckered at 290 - 300 mm from the terminal pin. Analysis could not confirm the fracture as the lead was cut and the fractured segment was not returned.